Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre sensors were missing from the packaged product kit and she was therefore unable to test. Customer experienced symptoms described as chills, body aches, and diarrhea, and was transported to a hospital via ambulance where she was diagnosed with hyperglycemia and treated intravenously (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported the freestyle libre sensors were missing from the packaged product kit and she was therefore unable to test. Customer experienced symptoms described as chills, body aches, and diarrhea, and was transported to a hospital via ambulance where she was diagnosed with hyperglycemia and treated intravenously (unspecified). There was no report of death or permanent impairment associated with this event.